Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, and h11. The device was sent to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material in the channel of the device, but the type of the material cannot be identified. Therefore, a definitive root cause cannot be determined. The issue could be prevented by handling the device in accordance with the following IFU. ¿IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign material in the channel. The issue occurred during inspection for use for an unspecified procedure. There were no reports of patient harm.